Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The investigation of the returned coil system found the implant severely stretched inside the microcatheter and to be attached to pusher with no signs of activation on the heater coil. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The instructions for use (IFU) identifies premature and difficult or delayed coil detachment as potential complication associated with use of the device.

Event description:
It was reported that during a coil embolization of aneurysm, the coil was positioned for desirable placement. The coil became stuck within the microcatheter, stretched and could not be withdrawn. After several attempts, the coil separated from the delivery pusher. The coil was removed using a snare device successfully. No harm or injury to the patient, who was reported to be doing fine.

Event description:
See h10.

Manufacturer narrative:
This supplemental report is being submitted to only correct information in sections: b1, b2 and h1.